Event description:
It was reported that since vns replacement (generator and lead) the patient has experienced vocal cord paralysis. It is unknown what side the vocal cord paralysis is on and whether or not vns surgery was related to the vocal cord paralysis. It was reported that the patient will be seen by an ent. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Additional information received revealed that the patient¿s voice was not significantly affected but the patient has experienced swallowing difficulties as a result of the vocal cord paralysis. The patient is continuing to follow-up with an ent and has begun a series of botox injections (last occurred on (B)(6) 2014). The device is currently on at low settings and has remained on at the request of the patient¿s caregiver. The plan is for the patient to continue seeing the ent and receiving the botox injections.